Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had no suction. Per customer via phone on (B)(6) 2024, it was reported that the customer was stated that there may be a possible user error. Patient stated that sometimes the unit works and some nights it does not work at all. Patient stated that they have experienced some urinary tract infection from the bacteria on the purewick but spoke to a customer service representative for cleaning tips. Patient spoke with their physician and was able to treat the urinary tract infection with the antibiotics. Patient stated that they were still using the purewick, but they tired of it because patient did not get it to work. Patient uses pads at night as a backup in case the unit did not work.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate system design (not designed for intended use, expected service life or operating conditions or transport and storage conditions). The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: intended users. The purewick urine collection system is intended to be operated by: user/patient: caregiver/healthcare professional. All functions can be safely performed by the individuals above. Indications for use: the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions. 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheters instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheters instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. Bd has determined that this event is not reportable. We are providing this record as additional information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had no suction. Per customer via phone on 22aug2024, it was reported that the customer was stated that there may be a possible user error. Patient stated that sometimes the unit works and some nights it does not work at all. Patient stated that they have experienced some urinary tract infection from the bacteria on the purewick but spoke to a customer service representative for cleaning tips. Patient spoke with their physician and was able to treat the urinary tract infection with the antibiotics. Patient stated that they were still using the purewick, but they tired of it because patient did not get it to work. Patient uses pads at night as a backup in case the unit did not work.